Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins). It was reported that there was a por message. The por was due to low battery. The patient states that she has not charged her ins for several years. After several attempts at por the rep was unable to recover the ins. The issue is ongoing. The manufacturer representative (rep) indicated they would send any further information as they become aware. Additional information was received from the manufacturer representative (rep). It was reported that the hcp has decided to replace the stimulator.

Event description:
Additional information was received from med rep on 2024-aug-22. The stimulator has been replaced and is in the possession of med rep.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the implantable neurostimulator (ins) was scheduled to be replaced on (B)(6) 2024.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the device has been returned. The device will be placed in the mail on 14th july 2025. The tracking ID is : # (B)(4). The information has been confirmed/provided by the physician.

Manufacturer narrative:
B5 : updated with additional information medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: analysis results were not available at the time of this report medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
A healthcare professional stated they are calling on behalf of the pt (caller not with the pt). Caller stated that the pt's systems are not working and need to be removed and the pt is having issues finding someone to remove the system. Agent inquired further, caller pt's implanting healthcare provider (hcp) said they will no longer see the pt and apparently did not give the pt a reason why. The caller stated the pt met with a different doctor and the pt indicates that the doctor said the stimulators are no longer working. Caller stated this doctor "pretty much told them that it is no longer reducing any pain and they need a new device". Agent notes that caller was not familiar with the system, how it is programmed, etc... And could not give any great detail beyond what the pt had indicated to the caller. Patient left voicemail (only provided their phone number and no other identifying information) as they needed to have an MRI and access MRI mode but stated "battery isn't charging" and hasn't been able to charge since oct-2023. Patient didn't clarify which "battery" wasn't charging. Patient mentioned they had attempted to get in contact with a rep but wasn't able to. Tss called patient back at the number provided but had to leave a voicemail. Pt stated 977006 was placed into MRI mode without issue but the 97715 couldn't be placed into MRI mode as the ins is depleted and won't charge. Patient wasn't able to give further information except that since oct-2023, the ins won't charge. Patient mentioned they would try to get in contact with the rep. Rep reported that around october 11th, patient noticed they weren't able to charge ins above 60%. Patient stated they attempted to charge for 2 hours and the ins charge decreased instead of increasing. The ins stopped charging, they were never able to recharge it again and it has since depleted. Caller stated they've tried multiple passive recharge cycles today and are receiving "unable to recharge" screen. Caller noted that there is some wear and tear at the cord/paddle connection site of the recharger. Caller confirmed ins is superficial as expected. Technical services specialist (tss) walked caller through another passive recharge cycle and antenna locate screen displayed 30-30-30 away from ins and then once over ins, numbers increased as expected to high 80s-mid 90s. Upon completion of the passive recharge cycle, controller displayed no device found. Tss walked caller through 2 instances of disable device and controller still displayed no device found. Tss reviewed a replacement recharger would be sent and patient should complete another 3 passive recharge cycles with replacement recharger. Tss reviewed to call back if ins is still not charging normally. Another rep reported that there is no issue with the device. Rep has charged the device in the office in the past. The patient allowed it to overdischarge. Rep does not know what the current issue is with charging.

Manufacturer narrative:
H6: previously reported ime/annex e (e2403/c76143) is no longer applicable to the event. Continuation of d10: product ID 97755 serial# (B)(6) product type recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: product ID# 97715, s/n:(B)(6) was returned for analysis. The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. The implantable neurostimulator (ins) passed functional testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.